Event description:
It was reported that during a gastric band procedure, the package was not sealed completely. One end of the tyvek was not sealed. Device was not used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.